Event description:
This console was not on a patient. Customer reported that primary controller on the css console did not pass calibration during a routing console checkout. The hospital biomedical engineer replaced the spring inside the humphrey valve, reinstalled the humphrey valve into the controller, and the console successfully passed the console test validation protocol. This alleged failure mode had no impact on a patient, because the issue was observed during a routine console checkout and was not on a patient. In addition, the css console has a redundant, backup controller. The alleged failure mode would not prevent the css console from performing its life-sustaining functions. The humphrey valve spring has been returned to syncardia for evaluation, and the results of the investigation will be reported in a supplemental MDR.